Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that bottle 6 (ethanol) was not in contact with the corresponding sensor for approximately nine (9) seconds at 23:33pm on (B)(6) 2021, which is not sufficient time to replace the reagent. The station properties for bottle 6 were reset at 23:33pm on (B)(6) 2021, with a user affirmed in the graphical user interface (gui) that the ethanol concentration in bottle 6 was to be set to the default value of 100%. The properties of the reagent in bottle 6 prior to these user actions were recorded in the instrument logs as: ethanol concentration=79.7%, cycles=51, cassettes= 7006, days= 19. Although a user affirmed in the gui that the ethanol concentration in bottle 6 (ethanol) was to be set to the default value of 100% at 23:33pm on (B)(6) 2021, the actual ethanol concentration would have remained unchanged at 79.7%, because bottle 6 was not removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 6 (ethanol), which had an ethanol concentration of 79.7% due to the use error when replacing the reagent in this bottle, was used for the final dehydration step of the "2hr xylene - st lukes" protocol started in retort a at 17:25pm on (B)(6) 2021, from which sub-optimal processing of patient tissue samples was reported by the complainant. Although not reported by the complainant, the processing quality of patient tissue samples from the "8hr xylene - (B)(6)" protocol started in retort b at 23:33pm on (B)(6) 2021 would also have been adversely impacted, because the reagent in bottle 6 (ethanol) was also used for the final dehydration step of this protocol. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration and clearing steps in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal processing of patient tissue samples. Investigation of this complaint found that the instrument functioned as designed during execution of the "2hr xylene - st lukes" protocol started in retort a at 17:25pm on (B)(6) 2021, from which sub-optimal processing of patient tissue samples was reported by the complainant and the "8hr xylene - (B)(6)" protocol started in retort b at 23:33pm on (B)(6) 2021, from which the quality of processing of patient tissue samples would also have been adversely impacted. The root cause of the sub-optimal processing of patient tissue samples reported by the complainant was a use error which occurred at 23:33pm on (B)(6) 2021. Specifically, manual replacement of the reagent in bottle 6 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss.

Event description:
The complainant contacted leica biosystems in relation to peloris rapid tissue processor serial number (B)(4) and the following information was documented: "event occurred thursday night, resulting in 144 patient specimens needing to be reprocessed- a mix of prostate and endometrial specimens. 2 hr protocol completed successfully, ret a. Ret b was not running at this time no event codes provided at this time customer describes the tissue as being under processed, floating at the embedding center. Customer described there being alcohol in the xylene". The assigned leica senior application specialist - core histology (fas) communicated with the laboratory by telephone and documented that: "all reagents were discarded and replaced. Alcohol concentrations could not be obtained. Normal tissue processing resumed after reagent replacement". The fas also documented that the patient tissue samples exhibiting sub-optimal processing were derived from the "2 hr xylene- st lukes" protocol comprising 144 cassettes, which was executed in retort a with an end time of 19:02pm on (B)(6) 2021; and the tissue types of the affected patient tissue samples were: "prostate, endometrial". The size of the affected patient tissue samples was not provided. On (B)(6) 2021, the assigned leica senior application specialist - core histology received information that all patient cases involved in this event were diagnosable, and re-biopsy of a patient(s) had not been performed.